Event description:
The pt called to report that their pump was not delivering insulin. The cartridge was cracked and the inside of the pump was wet. Pt had placed the cartridge into the pump with 270 units of insulin at 7am. At 9:30pm there were 60 units in the cartridge. The pt is correcting the extremely high blood glucose levels with an insulin syringe. The pump screen is beginning to fog.